Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed air bubbles in the patient line. There was no reported adverse impact to the customer's blood glucose level. Customer was assisted with priming the air bubbles out.